Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer reported the occlusions occurred on the date the infusion set site was due to be changed. There was no reported impact to the customer's blood glucose. Reportedly, the customer continued to use the pump for insulin therapy.